Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (prolapsed anterior leaflet). The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. On (B)(6) 2018, the patient returned with increased mr. It was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 4+. On (B)(6) 2018, one additional clip was implanted for treatment. Mr was reduced to 2 and the patient had a good outcome. No additional information was provided.